Event description:
The complaint alleged when the consumer rolled his powered wheelchair onto the ramp of the bus, the ramp started to lower, and the wheelchair allegedly rolled back. This allegedly caused the consumer to flip off the ramp and land on his face first. Serious injury is alleged, although unknown at this time.

Manufacturer narrative:
No injury details provided. Consumer reportedly was on a ramp of a bus and the ramp started to lower, and the consumer rolled off the ramp alleging a serious injury. Manufacturer has made repeated attempts to obtain information regarding product and alleged injury, and none was provided. Consumer and his counsel have refused to provide chair for inspection. Product return is not anticipated. Based on an FDA audit and clarification from the auditor, we are filing this MDR.